Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mgi user indicated that the station was not communicating with the server and had several medications unavailable during a procedure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the server. A technical support specialist dialed in and found the station appears to be synchronizing normally, with logs showing it checking and processing download messages and no upload errors reported. However, from the server side, the device has not fully completed a check-in, with the last upload and download showing as several days old and no recorded device activity after 1/10. This delay has interfered with pas refill notifications for low stock. Station and server logs, along with ephi synchronization status screenshots, were reviewed, and the issue was escalated to pse (product service engineer) for deeper investigation. A reboot resolved the synchronization issue; however, it is noted that the station recently underwent hardware replacement. Engineering was engaged to verify the situation, and confirmed the issue is not recurring and that the station is functioning normally and is good to go. The system functioned as intended after the technical support specialist investigated the issue.